Event description:
It was reported that the customer had high blood glucose levels of 210 mg/dl. The customer reported that the battery of the insulin pump would not last long. It was reported that the customer was using a new battery cap that was previously shipped. The customer also reported a failed battery test on the insulin pump. The customer also reported a weak battery alarm from the insulin pump. The customer further reported low battery alarm from the insulin pump. Troubleshooting was done. It was reported that the customer was using a fresh battery but would still receive the abovementioned alarms on the insulin pump. It was reported that the customer was not using the sensor feature on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)